Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a piece of the catheter broke off within the patient during irrigation. The broken pieces were retrieved, and there was no delay in the procedure. There was no impact to the patient.

Event description:
It was reported that a piece of the catheter broke off within the patient during irrigation. The broken pieces were retrieved, and there was no delay in the procedure. There was no impact to the patient.

Manufacturer narrative:
The reported event was confirmed as cause unknown. A photo sample was returned for evaluation. During the visual evaluation there was evidence of use and a loose piece of the green bulb. We were unable to measure the loose piece since we only received a photo for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "irrigation syringe bulb type non sterile. Irrigation syringe after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Do not resterilize this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." 1069, 2199: "nl".